Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Additionally, it was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer may have overfilled the cartridge. Blood glucose level was 58 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error was verified. No failure related to the reported cartridge alarm was identified.